Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was distal embolization. A 2.4 mm jetstream® xc atherectomy catheter was selected for use in an atherectomy procedure in the superficial femoral artery. The device worked fine during the procedure for 18 minutes and 17 seconds. A distal embolization occurred. An open embolectomy was performed. The patient was stable after the event.